Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: specify surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient mentioned they had a lot of complications with the device/therapy and that there had been complications for the spinal cord stimulator. Patient mentioned adverse effects such as burning at the electrical paddle sight, nausea and vomiting, punching sensation in stomach, shocking and seizure like convulsions, headaches, lesions on brain, swelling of the tongue, severe scar tissue, loss of l3 and l4, and being limited to a wheelchair. Patient also mentioned that they were sent to the ER before their implant surgery and they found lesions on their brain that were not there before. Patient stated they started to have lesions in the brain after re-programming with manufacturer's rep. Patient was unable to pinpoint when and who they had met with for re-programming, as they had been seen by several reps for many therapy adjustments. Patient also mentioned that they needed an emergency MRI due to a pulmonary embolism, and due to patients stimulator, MRI was not able to be performed in time, so patient claimed they had to have their leg amputated due to the stimulator, which caused them to lose their job and go on welfare. Patient also commented that before their initial implant surgery, they started to have swelling in their tongue, and the surgeon still moved forward with the implantation, and somehow programming was messed up that caused them pain. Patient stated they have seen an hcp and has been in contact with many reps in regards to re-programming, but reps tell the patient to just take time to get used to the programming, despite patients severe symptoms and adverse effects to the stimulation. Patient then asked if hcp could remove the implanted device and leads, but doctor refused, and stated they can only swap the implant battery. Patient confirmed swapping implant battery did not resolve issue. Patient then stated they explored for other doctors willing to remove battery and leads, but nobody would touch the patient. Patient stated hcp stated they may be able to remove the battery and leads, but if they do remove the leads, it could cause risk of becoming paralyzed. Patient stated when the hcp performed an MRI, they noticed the electrical paddle was placed in the wrong location. When patient mentioned this to implanting doctor, patient stated they did so because that is where the rep instructed the patient to put it. Patient mentioned they attempted to take legal actions years ago, but nothing came of the action. Patient stated they need assistance as the implant has made their life miserable, and they want the stimulator taken out, but nobody will do so. Patient stated they cannot walk without the stimulator due to pain, but has severe adverse effects. Patient mentioned they are going to meet with again in october for potential removal of the device. Agent offered to send physician listing to patient, but patient refused. Patient commented they do not want any more reprogramming done, as sometimes the programming would be so bad a rep would have to hold them down because they were convulsing in pain so bad when making therapy adjustments. Patient stated they attempted to make their own adjustments, but when they do, it takes a drastic jump not a gradual one. Agent made best attempt to document information given on the call, consulted with supervisor, and sent email to local reps for visibility and further information on the scenario. Rep stated they met with the patient for re-programming on (B)(6) 2024 at hcp office, and that they attempted to re-program the patient stated their legs were weak, so they reverted back to original program settings. Rep confirmed the patient did not have to be held down by any rep or healthcare provider. Rep also confirmed hcp will not remove the patients leads due to risk as they have been implanted for so long. Agent reviewed response and closed case. Another rep stated the patient sent a text to the rep today regarding dissatisfaction with what they believe to be cycling, as the stimulation is shocking when turning off and on. (B)(6) rep confirmed that hcp also does not plan to remove the patients implanted device due to risk, and the reps are hesitant to make any other adjustments as the patient is not under the presence of a care provider. Rep confirmed the patient told them they will attempted to come back to mayo clinic again. Agent closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the following symptoms are not connected to the medical device, brain lesions, micro discectomy, tongue swelling, pulmonary embolism, seizures, and paralysis.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was a return of pain, new pain, pain at the ins site, discomfort, swelling, walking difficulty/immobility, pt stated brain zaps, tingling, tongue swelling, paddle heating up, cannot be by a microwave, refrigerator or use a cell phone because it all causes brain zaps and tremors/tingling. Patient has had the battery off for 1 month and symptoms are still happening. He is having the device removed on (B)(6) 2024. Both items will be sent in for analysis. Pt told reps at the appointment that previously he had a micro discectomy done and after lost use/function of one leg. States that this has all been going on since original scs system was placed in 2017 but worse since new battery was placed in 2024. The pt also reiterated paddle issue previously noted. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Patient called back and mentioned previous information in this case. Patient complained about several representatives. Rep met the patient for reprogramming and they were yelling at the rep to stop because the patient was experiencing buzzing or zapping. The paddle was implanted too high and all the representatives they met confirmed the issue. Patient's surgery had to be stopped because they were puking and had brain lesions. Another representative did not do anything for the patient because the hcp told them that the implant needed to be removed. Another representative programmed them twice but left them helpless and paralyzed. Patient couldn't walk. Patient had problems since the first implant. Patient had nothing but complications and ended up in a wheel chair and got pulmonary embolism but no one knew why. The first implant was ripped out because it didn't heal correctly probably a month before the 2nd implant was put in. There was too much scar tissue from the previous one and the paddle was implanted incorrectly. Agent understood this as patient may have been confusing their implants. The second implant was removed because they got an error code and the paddle was left. Patient was left with nothing but horrors. Patient didn't provide event date for 2nd implant. Patient had a pulmonary embolism in 2018. Patient needed 2 surgeries, one to fix their lower back and the other to remove the implant. Patient would have a brain scan/eeg on 10/03 for 96 hours and a heart scan on 10/04. Patient mentioned the cellphone gave them tingling and interference with the paddle which was at their dorsal collum. The paddle burned and was swollen. Patient had to put agent on speaker. Hcp told the patient that the risk of paralysis was very high for the surgery and that they may need to remove more bone. Hcp may have to leave the paddle so patient would not be able to get an MRI. Patient repeated the ins was faulty. Patient said right now the paddle was tingling and spasming even though the machine is off. Patient said even talking takes their breath away and they had to close their eyes it was so painful. Patient said they had an eeg yesterday and they were still seeing a 7-10 htz reading in their brain and there were lesions in there after a rep programmed them because the paddle was in the wrong spot and they didn't know that so stim was zapping them and paralyzed their tongue. Patient also said when they replaced the ins, they had to stop the surgery and this ins was different than the previous one, but they left the old wire in there. Patient said for days and weeks it was burning and causing uncontrolled movements and the people at the hcp told patient to turn it off. Patient repeated they'd been in and out of the emergency room with horrific complications. Patient said they met with reps last week on friday and confirmed the device was faulty, so patient was going to have the device removed and the surgery was moved up to the 16th. Patient however wanted rep/engineer or someone from corporate to come to their house to research and gather data on what was going on to help the patient. Patient said in their home there was wifi and power lines under their house and a police station. Patient said there are power lines and transformers and when they go by it, the paddle starts tingling and gets more intense and they lose their ability to walk. Patient said it goes in the top and back of their head and hurts. Patient said what if they didn't make it until the 16th with the issues they were experiencing, agent redirected to a healthcare provider to address medical issues patient was having. Agent reviewed as reps were not healthcare providers, they had to meet in a clinical setting. Patient said they were going to see the doctor right now for the pre surgical appointment and was going to plead with them to go to patient's house and ask that a rep go with the doctor as well to see what was going on. Agent documented information given during the call.

Manufacturer narrative:
Continuation of d10: product ID: 977c165; serial#: (B)(6); implanted: (B)(6) 2017; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.